Event description:
It was reported that the pulse generator exhibited inappropriate measured data. Initial interrogation showed 2.73 v with less than three months remaining longevity. The final measuring of data showed 2.73 v with a projected longevity of less than three years. The calculated longevity based on the pulse generator's battery data of 2.73 v, 11 ua and 1.1 kohms was 4.3 to 6.1 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.